Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that the pump did not recognize the cassette, and it did not load the library.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the pump was able to recognize a cassette during the functional test. Root cause of the reported issue is unknown as no problem was found. Replace the downstream occlusion sensor as a preventive measure and upgrade to software version 4.2. A nonconformance report (ncr) was created for the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.